Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that a small piece of the lens was returned in liquid in a lens case/vial. Visual inspection found the optic torn, red residue on the lens surface, and the footplates missing. Work order search: one similar complaints types event were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgery implanted a cc4204a, +24.0 diopter, intraocular lens in the patient's eye on (B)(6) 2017. During lens insertion, the lens tore to what the reporter said was due to a loading error. The lens was exchanged intraoperatively with a similar lens. It was successful and there was no patient injury.